Manufacturer narrative:
It was reported that a patient underwent mohs excision (B)(6) 2013. The patient experienced redness and inflammation several days later. The inflammation resolved with the removal of the sutures.

Event description:
It was reported that a patient underwent a skin lesion excision on and unknown date and suture was used. The patient experienced redness and inflammation approximately three to eight days post operative. The reaction resolved once the sutures were removed.

Manufacturer narrative:
(B)(4) - inflammation occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: a representative sample was evaluated for an intact sterile barrier. The intact package was tested by bubble emission for leaks in the film, tyvek backing, and seals - no leaks were detected. No leaks or other issues were found pertaining to the packaging. (B)(4). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
Conclusion: a representative samples was returned for evaluation. The device was visually evaluated. No packaging defects were noted.